Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the channel tube. In addition to the foreign objects found in the nozzle, the grip, and the control section, other evaluation findings are as follows: water tightness was lost due to deformation of the upward/downward knob; the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the adhesive on the bending section cover was chipped, cracked, and had a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the grip and the suction cylinder were shaved; the forceps elevator lever was deformed; there was a dent on the plastic distal end cover; the suction connector was discolored and corroded; the color ring was cracked; the indication on the suction connector was peeled; and there were scratches on switch#1, the connecting tube, the protector of the universal cord on the control section side and the suction connector side, the image guide protector, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's forceps channel had a pinhole . There was no report of patient harm. The device was returned, evaluated, and there were foreign object in the nozzle, the grip, and the control section. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.